Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem. Therefore, the reported condition was not confirmed. It was determined that the device passed all manufacturing specifications. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an acoustic neuroma surgery, it was observed that the burr devices could not be inserted into the motor device. According to the report, the surgeon continued drilling with the same device but with different burr devices without any complications. There was no delay to the surgical procedure and the surgeon was able to complete the surgery with the same drill. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.